Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that the patient said he is getting symptom relief, and said he is having problems charging the implant "pretty much since he's had it" and clarified it has been happening since sometime in september. He said "sometimes it works, and sometimes it takes four hours to charge". The patient stated that "I have to charge it every night otherwise it gets gown really low" and says this started sometimes in october. The patient was redirected to follow up with their healthcare provider (hcp), and how long the ins battery lasts is dependent on the programmed settings. No further complications were reported. No patient symptoms were reported.